Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and was able to verify customer's reported problem. Evaluation revealed that the problem was the blender. The technician stated that the ventilator is working properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator blender failed. As of this time there is no information about patient involvement associated with this reported event.